Manufacturer narrative:
H3: product analysis of part # 5584111 ; lot # rs12a012 visual inspection revealed the tip of the driver is twisted. Damage present is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during intra-op of the reported driver. Pre-op diagnosis of patient was grade 2 spondylolisthesis. It was reported that, the driver was broken on the back table. Procedure or technique performed was posterior lumbar interbody fusion at levels l4-l5. No additional treatment or surgery performed as a result. No further complications reported.